Event description:
Reprocessing single use biopsy forceps. This instrument has eto gas. Eto is not recommended and will not kill active spores within the biopsy forceps. The steam autoclave is the only recommended process for sterilizing biopsy forceps. "Is this co allowed to reprocess a single use instrument?"